Event description:
It was reported that this cardiac resynchronization therapy defibrillator was explanted due to advisory/recall. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).